Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found to be in good condition with no physical damaged. Event history log review was performed and found motor rate error in log. Visual inspection and occlusion testing were performed. Investigation unable to duplicate the motor rate error during occlusion test but the pump event log showed motor rate error in log. Investigation also unable to determine the intermittent of the error and preventive action taken. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during pre-testing of this smiths medical medfusion 4000 pump, the pump exhibited motor rate error alarm. Reported no patient involvement.